Event description:
Case report from (B)(6) reported as: "the stent delivery system of the relay plus did not work when selected step 2 to lower the flexible sheath. When the doctor tried to get off the flexible jacket with gray handle, all the internal set down, making it impossible to release the endoprosthesis. Dr. (B)(6) realized he was down the system core and after several attempts to release the conventional way, grabbed the metal part at the end of the delivery system and went down with his other hand down the flexible sheath. Only in this way, out of the implant indications, which made to release the endoprosthesis relay plus."

Manufacturer narrative:
Outcome of the patient: "the implant was successful without any sequel to the patient."